Manufacturer narrative:
Product complaint#: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during that during an unknown procedure the expressew iii suture passer w/o hook and the clever hook - left were broken. The jaws of the devices are not opening and closing. The complaint device was received and evaluated. Visual observations reveal the device is slightly worn, used but in expected condition. To test its functionality, the device was tested on a sample rubber strip. It confirms that the upper jaw was loose as it did not open/close contributing to the jaw failure, that is related that the jaws cannot hold the sample rubber strip. The device does not function smoothly as reported, confirming this complaint. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during an unknown procedure the expressew iii sutuer passer w/o hook and the clever hook - left were broken. The jaws of the devices are not opening and closing. Another devices were used to complete the procedure. No patient consequences or surgical delay reported. These products will be returned for analysis.